Manufacturer narrative:
Device received with no response from the select button, problem isolated to keypad assembly. No stuck button noted. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Device passed self test and displacement test. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated they had keypad issue and buttons does not always respond to the selection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.